Manufacturer narrative:
Philips service reviewed logs and advised the customer on a possible indicator issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the fluoro pedal intermittently failed to stop x-ray generation on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.